Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and was unable to reproduce the reported issue. The unit was checked on the system trainer and was observed for more than 1 hour but found no such issue with the unit. The unit was working ok and was then handover to the customer in good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) ECG not coming properly. There was no patient involvement reported.